Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and confirmed that the sterilizer was performing to specifications and no issues were noted. The technician ran several test cycles and could not duplicate the reported issue. The technician consulted tech support and was informed a wet instrument pack could have caused the reported event. The operator manual states (pp. 1-2), "any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide... When handling hydrogen peroxide, wear appropriate personal protective equipment... (Hydrogen peroxide) causes irreversible eye damage of skin burns. Harmful if swallowed or absorbed through the skin". The operator manual states (pp. 6-14), "unload sterilization unit- steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." The technician confirmed that the head of the facility's customer service has been notified regarding this incident and will in-service his staff on proper use of ppe and proper procedures of the units operation.

Event description:
The user facility reported that an employee opened the chamber door after a completed cycle and observed droplets on the inside of the instrument pack. The employee was not wearing gloves and touched the droplets and felt a burning sensation. The employee immediately rinsed his hands under cold water and sought medical treatment at the ER for inspection. The ER wrapped his hand in gauze with a neutralizing solution and the employee returned to work the same day. No procedural delays/cancellations were reported.